Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer took off the pump for two weeks and stored it without a battery. The customer stated that now he is getting unexpected restart and when he tried to prime while on the phone he got a no delivery because the reservoir was empty. The customer was not on the line anymore and then the line cut out.